Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2014 - pt complained of pain after insertion. Ultrasound showed guidewire was in the patient's subcutaneous tissue.